Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned together with microcatheter. The stent was found to be deployed and not returned. The distal part of the stent delivery wire (sdw) was found to be kinked/bent. There was no breakage noted. The dry blood was noted on the tip of the sdw. The stent introducer sheath was not returned. During functional inspection, stent partial deployment functional test was not applicable as unable to perform as the stent was found to be deployed and not returned. Unexpected movement of device functional test was not applicable as unable to perform as the issue is procedure related. Sdw broken/ fractured during use was not applicable as the defect was not confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported ¿sdw broken/fractured during use¿ was not confirmed during visual inspection. The as reported ¿stent partial deployment¿ could not be duplicated as the stent was deployed and was not returned for analysis. The as reported ¿unexpected movement of device¿ could not be duplicated as this is a procedure-related issue. However, the analysis results are consistent with the reported event. The returned sdw portion of the device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that the operator 'used stent to go through microcatheter and after it reached the lesion, the operator withdrew the stent with microcatheter together to release the tension and positioned the stent. However, the microcatheter and the stent suddenly migrated downward. At that time the operator felt the stent was still in microcatheter, so he tried to pull the delivery wire to take the stent back into microcatheter and prepared to withdraw the whole system out. However, after taken out the operator found one segment of the stent was already out of microcatheter and the delivery wire was fractured. Finally, the operator withdrew the whole system out and used the same microcatheter to deliver another stent to deploy successfully'. The stent was not returned for analysis. The introducer sheath was also not returned for analysis. The sdw was the only portion of the stent system that was returned for analysis. The sdw was kinked/bent but was not broken/fractured as had been reported in the event description. The lack of alignment between the event description and the findings of the sdw analysis, as well as the lack of the other parts of the stent system being returned for analysis means that it is very difficult on this occasion to determine what might have occurred with this device. An assignable cause of procedural factors has been assigned to the as reported ¿unexpected movement of device¿ and ¿stent partial deployment¿ and to all of the as analyzed ¿sdw kinked/bent¿, ¿stent deployed prematurely during use¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The as reported ¿sdw broken/fractured during use¿ will be assigned not confirmed.

Event description:
It was reported that during an acoma (anterior communicating artery) stent assisted aneurysm embolization case, the subject stent was advanced to the lesion. The operation release the tension by withdrawing the subject stent with the microcatheter. However, the subject stent suddenly migrated downwards. As the subject stent was still in the microcatheter, he tried to pulled the delivery wire of the subject stent to take the stent back into microcatheter and prepared to withdraw the whole system out. However after taken out the operator found one segment of the subject stent was already out of microcatheter and the delivery wire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an acoma (anterior communicating artery) stent assisted aneurysm embolization case, the subject stent was advanced to the lesion. The operation release the tension by withdrawing the subject stent with the microcatheter. However, the subject stent suddenly migrated downwards. As the subject stent was still in the microcatheter, he tried to pulled the delivery wire of the subject stent to take the stent back into microcatheter and prepared to withdraw the whole system out. However after taken out the operator found one segment of the subject stent was already out of microcatheter and the delivery wire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.